Event description:
Revision surgery - the patient received a hemi-arthroplasty approximately sixteen months ago. The patient began to experience pain and limited range of motion. The implants were removed and a new foundation tsa was implanted.